Event description:
Additional information received reported that there were no malfunctions of the device. The patient had stimulation but it did not affectively reduce his pain.

Event description:
It was reported that the implantable neurostimulator (ins) and leads were completely explanted on (B)(6) 2013. The reporter noted the patient had stimulation that covered chronic pain areas but stated that about a year ago, the stimulation stopped blocking pain. It was noted the patient had a loss of stimulation/therapeutic effect and had less than 50% therapy relief.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).